Manufacturer narrative:
The wireless connection was re-established after performing a system restart. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (fsca 2021-igt-pun-011).

Event description:
It has been reported to philips that the wireless footswitch lost its connection during a planned procedure. The procedure was completed with the wired footswitch. No harm has been reported to philips.

Event description:
It has been reported to philips that the wireless footswitch lost its connection during a planned procedure. The procedure was completed with the wired footswitch. No harm has been reported to philips.

Manufacturer narrative:
Initial information indicated that this issue was related to medical device correction z-0746-2022. However, additional information revealed that this complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug as described in this field safety notification. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0746-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Section h (conclusion code, remedial action init, recall (z) number) corrected.

Manufacturer narrative:
A retrospective analysis of complaints revealed that the recall (z) number previously indicated in this report is incorrect. The correct recall number is z-0649-2022.

Event description:
It has been reported to philips that the wireless footswitch lost its connection during a planned procedure. The procedure was completed with the wired footswitch. No harm has been reported to philips.